Event description:
The customer's mother stated that the customer was hospitalized twice due to hypoglycemia. The customer's blood glucose reading at the time of the phone call was 122 mg/dl. Troubleshooting was performed and found that the time was inaccurate on the insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. No time clock anomaly was found. After testing, it was concluded that the device operated within specifications.